Manufacturer narrative:
MDR 8021545-2024-00300 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-apr-2024, it was reported that the patient faced an issue that infusion set and cannula not sticking keeps on falling off. The insertion site was at left abdomen. The infusion set was used for a day. The issue occurred when the patient was taking shower. The blood glucose level was low, and glucose was taken as treatment. The patient visited to emergency room on (B)(6) 2024 at 06:30 a.m. And blood glucose value at 4 hours was 45 mg/dl. The patient was really dizzy and sick at the time of hospitalization. The insulin infusion set was changed on time on (B)(6) 2024 at 10:00. No further information available.